Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician successfully placed a non-penumbra catheter in the target location and then advanced the ace68 with a non-penumbra microcatheter and guidewire inside. While advancing about 20cm into the sheath, the physician felt resistance and, therefore, the ace68 was removed. The physician then attempted to insert the ace68 again but was unsuccessful. Therefore, the physician completed the procedure using the same catheter, the same microcatheter, and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 was undamaged. Conclusions: evaluation of the returned ace68 revealed a fully functional device. During functional testing, the ace68 was able to advance through a demonstration catheter without resistance. The non-penumbra catheter and microcatheter identified in the complaint were not returned for evaluation. The root cause of the inability to advance the ace68 was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.